Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: visual inspection was performed on the returned device. The reported complaint was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The investigation determined the loose material in the sealed header bag/pouch appears to be related to a potential product quality issue. The issue is being addressed per internal operation procedures. Av will continue to trend the performance of these devices.

Event description:
It was reported that during the incoming inspection of a 7.0x100mm x 135cm absolute pro vascular self-expanding stent system (sess) at a distribution center, a small piece of black foreign material was found inside of the sealed sterile pouch. The device was not used and there was no patient involvement. No additional information was provided.